Manufacturer narrative:
It was reported that a 20ml syringe had a hair. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was received for evaluation by our quality team. Analysis of the photo confirms the contamination by a hair. A device history record review was completed for provided material number 990687, lot 3349251. Inspections were carried out according to plan and no record of this defect was observed. There were no quality occurrences or maintenance events related to this incident. Established processes to avoid contamination include analysis of raw materials from suppliers and operator guidance on quality procedures related to cleaning and conservation of the manufacturing site. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was able to confirm the incident in question. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su had foreign matter. The following information was provided by the initial reporter translated from spanish to english: according to the indications, the 20 ml syringe has a foreign particle (hair). 1 unit. Additional information received on january 28, 2025 the event occurred on 01/23/2025 with the production of heparins at the mixing center.